Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer stated that every week or so, the time on the pump has to be updated by a few minutes to match the correct time. There was no reported impact to the customer's blood glucose level. Although requested, additional information regarding this event was not provided.

Manufacturer narrative:
.